Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Photo received: upon visual inspection of one photo, the following was observed: the photo shows a device from jaws area with the jaws open and no reload loaded. The device appears to be inside of its package. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: can you please explain more regarding the ¿struggle and can't open jaw from patient¿ issue? The equipment was trapped and was not able to remove from the intestine. Was the device on tissue with the jaws closed? If yes, how was the device removed (i.e. Anvil release button, knife reverse switch, manual override lever, jaws forced open, device cut from tissue)? The doctor had to use another equipment to cut lower intestine for removing. Please provide troubleshooting details. Doctor was checking the battery then press the reverse button and try to open the jaws but cannot open. Did the jaws eventually open? The jaws were opened when use another equipment to cut lower intestine.

Event description:
It was reported that the blade can't cut and staple. It¿s struggle and can't open jaw from patient. Finally, doctor used the new one to complete the procedure. No patient consequence reported.